Manufacturer narrative:
Follow-up 06/13/2016: customer reported that bg issues have resolved since using non-expired pump cartridges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 400 (mg/dl) for 3 days. Reportedly, customer has been using expired pump cartridges and customer has been exposed to high heat. Customer administered correction boluses with the pump, and reportedly, bg levels would take longer than normal to decrease. System check with tandem technical support on 06/08/2016 indicated pump was performing as intended. Customer did not report receiving any alerts or alarms that would suspend insulin delivery. Recommendation was made to consult with health care provider to discuss diabetes management, and to contact tandem technical support to perform troubleshooting for future bg events.